Event description:
During customer service call, customer's family member described an event that occurred in december 2004. Customer had symptoms of severe high glucose. Exact readings from that time frame were not available but were described as within normal range. Pt was taken to emergency room. A reading was taken with the xtra with a result pg 248 mg/dl. A comparison reading was taken with an unknow brand hospital meter with a result of 378 mg/dl. A venous blood draw was taken at the same time with a glucose result of 900 mg/dl. Customer was hospitalized for approx one week. IV insulin drip was provided as treatment.